Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 15-mar-2020, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having a paddle revision as the lead had shifted left and the patient had all right sided back pain. An x-ray had been done and the representative hadn¿t seen the results. The indication for use was non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead migration wasn't determined. The rep reported that the lead migration was resolved. No further complications were reported.